Manufacturer narrative:
Follow-up # 2, device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿245mg/dl¿ on the subject meter and ¿98mg/dl¿ on a ¿contour¿ meter, within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient did not develop any symptoms due to the alleged issue but stated that during a doctor¿s office visit on (B)(6) 2015 their doctor gave them ¿one more tablet¿ at 12pm. A further blood glucose test was performed during this doctor¿s office visit, but the patient was unable to provide details regarding the device used or the result which was obtained. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Correction 08/03/2015 - the incident description in the initial 3500a report should have read as follows: "on june (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿245mg/dl¿ on the subject meter and ¿98mg/dl¿ on a ¿contour¿ meter, within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient did not develop any symptoms due to the alleged issue but stated that during a doctor¿s office visit on (B)(6) 2015 their doctor gave them ¿one more tablet¿ at 12pm. A further blood glucose test was performed during this doctor¿s office visit, but the patient was unable to provide details regarding the device used or the result which was obtained. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy."